Manufacturer narrative:
Corrected data: h6. Results code 1. H6. Conclusions code 1.

Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing and sterilization records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no conclusion can be drawn. All information has been placed on file for use in tracking and trending.

Manufacturer narrative:
The investigation is on-going.

Event description:
The following was reported to gore: the gore® propaten® vascular graft was implanted on (B)(6) 2019 in the groin. On (B)(6) 2019 the device was explanted because of infection.